Event description:
On (B)(6) 2019, pt undergoing shoulder arthroscopy with decompression and labral tear repair. Stryker sefas probe re 279-401-100, lot 18234ae2 inserted and activated. The tip of the instrument sparked and there was a smell of burnt plastic. Probe immediately removed. Inspection showed the insulation at the tip frayed and charred. Visual inspection and irrigation showed no injury to the pt. Pictures of device tip taken, but unable to upload to this report. FDA safety report ID# (B)(4).